Manufacturer narrative:
Based on the claim against the product by the customer noting wire broke, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and confirmed the customer reported complaint. Failure analysis found the primary failure of broken conductor wire to be related to the customer reported complaint. The instrument was found to have a broken conductor wire. The conductor wire was broken at the at the grip-crimp location. The instrument failed the electrical continuity test. There were signs of thermal damage at the base of the grip. Additional observation(s) not reported by site were also identified: the fenestrated bipolar forceps instrument was found to have charring and localized melting on the bipolar yaw pulley. The thermal damage was found at the base of the yaw pulley near the grip. As a result, the electrode was exposed. The instrument grips were manually manipulated, and the instrument failed an electrical continuity test on 3 out of 3 attempts. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument wire was broken by the jaws. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer had issue manipulating the fenestrated bipolar forceps instrument after it was inserted to be used. The instrument wire at the jaw was broken.